Manufacturer narrative:
(B)(4). A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. A batch review could not be completed as the lot number was not provided by the customer. No conclusion can be drawn from the investigation. Root cause not determined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) an unknown amount of microbore extension sets which broke. According to the report, "the end of the tubing is cracking. The process step is unknown. Upon follow-up with the customer, it was clarified that the luer cracks when the staff overtightens the luer connection. These sets are used with carefusion sets. The condition occurs in the neonatal intensive care unit. There was no report of patient involvement, injury, medical intervention or adverse event. No additional information is available.